Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. (B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at the end of the posterior lumbar inter-body fusion (plif) surgery, when a 7.0mm ti cannulated matrix screw was handed to a surgeon he noticed that the sharp fragment sticking out of the screw. Then the locking holding sleeve, which was used to load the screw on the back table, was checked and it was noticed that the threads on the holding sleeve are stripped. Per surgeon the holding sleeve caused the sharp fragment sticking out from the screw. Then the surgeon used another locking holding sleeve to implant the screw. Surgery was successfully completed with no patient harm, additional medical intervention, or surgical delay. Patient status/ outcome reported as fine. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: a visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned 7.0mm ti cannulated matrix screw (04.616.740) was examined and the complaint condition was able to be confirmed as the proximal threads, which interact with the holding sleeve, were found to be peeling, but intact. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.